Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the customer's reported issue. The ventilator failed the initial final test for non-conformance with the pressure performance test. Bench testing revealed the solenoid blender was causing the non-conformance. Carefusion replaced the oxygen blender to address the reported issue.

Event description:
It was reported to carefusion that the ventilator had a low oxygen reading. It is unknown whether there was patient involvement associated with this complaint.

Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.